Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The patient presented to the clinic and programming changes were made. The patient was asymptomatic.